Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data. Collected from the device and have analyzed the data. Device approaching eri, last battery voltage measured on (B)(6) 2010 at 2.65 v approximately 40 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device is suspected to be early battery depletion. It was later reported that the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that early battery depletion is suspected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): performance data collected from the device was analyzed the data revealed that the device was approaching eri, last battery voltage measured on (B)(6) 2010 at 2.65 v approximately 40 months after implant. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the device was suspected to have early battery depletion. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.